Event description:
Customer reported hospitalization due to high blood glucose. Customer experiencing headache, hunger, thirst and irritability. The blood glucose reading at the time of the event was 511 mg/dl. Customer was running high in the morning. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.